Event description:
It was reported via journal article that patient underwent m2a hip arthroplasty in (B)(6) 2005. Subsequently, patient underwent a revision procedure approximately five years after the initial procedure, due to alleged pain, a milky-white fluid, and pseudotumor. The modular head was removed and replaced. Review of explanted tissue found necrosis and black particles.

Manufacturer narrative:
Event date - exact date unknown, but 5 years postoperatively from (B)(6) 2005. Implanted date - sometime in (B)(6) 2005 explanted date - five years postoperatively. Manufacture date - unknown. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The product and lot identification necessary to review manufacturing history was not provided. The journal article was called "pseudotumor with dominant b-lymphocyte infiltration after metal-on-metal total hip arthroplasty with a modular cup" from "the journal of arthroplasty", 2012, volume 27, number 3.